Event description:
A customer contacted beckman coulter (bec) reporting a leaking probe on the coulter act diff hematology analyzer. The volume of the leak was reported as a few drops and the leak was not contained. The customer cleaned the probe leak. The customer also stated the platelet parameter failed carryover testing and they are having platelet issues daily and have to prime the instrument to pass on the platelet specifications on startup. The customer was wearing proper protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection to the leak.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found the probe wipe rinse block had been cleaned before arrival which had resolved the probe leak. The fse confirmed the platelet parameter failed carryover and a decontamination procedure was performed by the fse when contamination of instrument fluids is suspected which can cause elevated background counts. The fse reran startup after decontamination procedure and all parameters were within range. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).